Event description:
It was reported during use of the guide on the patient, "the physician could not continue since in the process the guide was bent." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of bent needle was confirmed by the photos; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot beeasily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "no not use if package is damaged". The customer report of bent needle was confirmed by visual inspection of the customer supplied photos. The image shows an introducer needle with a distinct bend adjacent to the hub, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during use of the guide on the patient, "the physician could not continue since in the process the guide was bent." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of bent needle was confirmed by the photos. No abnormal bending was observed on the needle guard. The customer also returned one, opened cvc kit for analysis. No obvious signs of use were observed on any of the samples. Visual analysis revealed a large bend on the needle cannula directly adjacent to the needle hub. Microscopic examination confirmed the damage. No other defects or anomalies were observed on the needle guard, tray, nor any of the other kit components within the kit. The kink on the cannula measured 1mm from the needle hub. The needle cannula outer diameter measured 0.0500", which is within the specification limits of 0.0495"-0.0505" per the cannula product drawing. The cannula inner diameter at the distal and proximal openings measured 0.041", which is within the specification limits of 0.041"-0.043" per the cannula product drawing. A lab inventory guide wire was inserted through the ars/needle subassembly. The guide wire was unable to pass through the bend in the needle cannula. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A device history record review was performed, and did not reveal any relevant findings. The IFU provided with the kit informs the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal." The report of a bent needle was confirmed through complaint investigation of the returned sample. Visual analysis revealed a large bend adjacent to the needle hub. The needle guard was returned but did not show any defects or anomalies. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, the root cause is likely manufacturing related. A nonconformance was initiated to further investigate this complaint sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported during use of the guide on the patient, "the physician could not continue since in the process the guide was bent." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".